Manufacturer narrative:
Investigation is on going.

Event description:
Report received that the likorall 200 failed when a pt was being lifted from her chair. The pt was quickly lowered back down. No injuries were alleged.